Event description:
It was reported that the pump battery could not be charged without maneuvering the cable into the charging port. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.